Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed or confirmed. Complaint description however indicates that the pneumatic tubing connecting the pressure cuffs to the air compressor inside the tower unit was disconnected at the ring connectors. Therefore, the most probable cause of this complaint is a loose pressure tubing connection from usage. If the product is returned, this complaint will reopen for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that upon deployment in an emergent clinical situation in the operating room, neither chamber would produce sufficient pressure to rapidly infuse blood products under pressure. The tubing for the pressurization of the chambers had come loose from its origin inside the base of the machine. The tubing was re-attached and the portal through which it is routed on the base of the device, was reinforced. In addition, the tubing was routed along the stand for the device thus eliminating the loop of tubing that extends out from the machine and may have become caught on something else which likely led to its coming loose. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.